Manufacturer narrative:
Since the complaint lot number is unknown, the retain sample could not be evaluated. The complaint sample did not show any non-conformity which could cause breakage in use. We had no additional similar reports from the field within recent three years. The catheter might tear due to excess force applied on it during use. The complaint considered to be not justified. CAPA deemed not necessary.

Event description:
The customer reported that the foley was placed on (B)(6) 2020 at 19:15 and broke on (B)(6) 2020 at 19:50 during patient repositioning. The catheter silicone material ripped and had become lacerated when re positioning the patient. There was no patient injury. The batch number is unknown.